Event description:
It was reported the cutter/stapler was used during a video assisted thoracotomy. During the procedure the first cartridge became unattached and fell into the pt. The cartridge was retrieved and assembled for firing. The second cartridge was fired and there was staple line bleeding. The procedure was converted to an open procedure. The surgeon stated "the tissue he fired into was unhealthy tissue". The pt lost blood but is satisfactory. There was no additional consequence to pt.